Event description:
It was reported the camera head had abnormal image during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal flickering in the image, faulty cable, broken cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: horizontal flickering in the image due to a faulty cable. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.